Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, nnot provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: cath lab supply manager the actual device is not available for return however an unused sample is and has not been returned yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band balloon deflated on the patient prior to them leaving the room. Another tr band was placed to stop the bleeding. The estimated blood loss was less than 250cc. The patient was not injured, medical or surgical intervention was not required. The patient was in stable condition. The procedure outcome was positive. There were no other devices or equipment used with the reported product. The event occurred post-treatment. Additional information was received on (B)(6)2023: the procedure performed was a diagnostic heart catheterization. The instructions for use (IFU) for inflating the balloon with air was followed. The tr band deflated within a few minutes.

Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the device was not available for evaluation. The exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).